Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the image processor board connector. The system operates as intended.